Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for multiple back operations. It was reported that the patient¿s device had not been working for 5 years. No patient symptoms were reported. No further complications were reported/anticipated.